Event description:
It was reported that the patient was initially experiencing a loss of stimulation therapy. Six of the eight contacts on the lead had high impedances during a reprogramming session. The physician decided that the patient needed surgery to troubleshoot the problem directly with the devices. During the revision, the lead extension body separated from the extension boot, and the physician determined that the lead extensions were the problem, ultimately replacing both devices. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
The dbs lead extensions (s/n (B)(6)) and were returned to boston scientific for analysis. The complaint of high impedances could not be confirmed through analysis. Visual inspection showed that both lead extensions were cleanly cut 5cm from the distal connector stack. The cut to the lead extensions is a result of a typical explant procedure and is not considered a failure. Therefore, the most probable cause could not be established.

Event description:
It was reported that the patient was initially experiencing a loss of stimulation therapy. Six of the eight contacts on the lead had high impedances during a reprogramming session. The physician decided that the patient needed surgery to troubleshoot the problem directly with the devices. During the revision, the lead extension body separated from the extension boot, and the physician determined that the lead extensions were the problem, ultimately replacing both devices. The patient is reportedly doing well following the procedure.